Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of a display issue on coaguchek xs meter with serial number (B)(4). The customer stated segments were missing from the display screen. Upon performing a display check, the customer could only see half of the 3 "888"s in the results field. The customer did not allege any misinterpretation of results due to this issue. There was no allegation that an adverse event occurred. The device was requested for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. The circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated by liquid which has penetrated and/or corroded the solders contacts. The conductive rubber contacts were also affected by contamination.